Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The aortic neck is 20 mm to 27 mm in diameter proximal to distal for the 25 mm in length of the aortic neck. The vessel morphology was reported as mild calcification and moderate tortuosity and the angulation in the aortic neck was 30 degrees. The stent grafts were implanted upon final angiogram there was a slight proximal type I endoleak present. Recently it was reported that the patient had a small type 1a leak due to aortic neck dilatation and enlargement. The physician elected to implant an endurant 32x32x49 aortic cuff and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.